Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine and another unknown medication (concentrations and doses unknown) via an implanted pump for an unknown indication. It was reported the doctor was unable to aspirate the patient¿s catheter and the patient was being ¿under-treated.¿ the doctor suspected it was occluded and the pump was non-functioning. The doctor asked about performing a nuclear dye study on the patient¿s pump. The doctor was informed it was considered off label and recommended a catheter dye study. The doctor had little to no information on the pump, patient, or managing doctor. It was confirmed the catheter was occluded. The event was asked and unknown. No further complications were reported/anticipated or expected.